Event description:
Invalid result (s). The customer stated that the test cassette did not produce a control line. The customer was unable to provide the lot# or expiration date of the test kit.

Manufacturer narrative:
Batch records were reviewed for cov2010010 and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Retention samples were checked and test results met qc criteria. The issue was not found from the retained samples. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). The customer stated that the test cassette did not produce a control line. The customer was unable to provide the lot# or expiration date of the test kit.